Manufacturer narrative:
The event occurred on an unspecified date in (B)(6) 2020. Initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor over-infused after using the device; further described as "not much solution left in the infusor by the second day". The device had been filled with 5160mg fluorouracil in 5% glucose. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h4 and h6. H4: the lot was manufactured from (B)(6) 2019 - (B)(6) 2019. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.